Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) plus blood collection tubes had a broken stopper and contained foreign matter. No serious injury or medical intervention.

Manufacturer narrative:
A sample and a photo were received for evaluation. The sample and photos showed damaged collar on the tip of the syringe therefore failure mode is verified. Damage to the luer-lok collar on the syringe likely happened because of a broken syringe part from a jam being stuck on the carriers that move the syringe by the tip. If any debris is in the way, it can cause damage to the tip and/or collar of the syringe. A jam can occur in the assembly machine can occur when a part misfeeds into the main dial. If a jam happens, the part can break and pieces of the syringe can get stuck in the machine until cleared by the operator or the parts fall out of the machine on their own. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. No corrective actions required, defect rate within allowed quality limits per bd¿s specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer k2 edta (k2e) plus blood collection tubes had a broken stopper and contained foreign matter. No serious injury or medical intervention.